Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported the footswitch cable was broken during a procedure. The case was completed by adjusting the cable. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The system was manufactured on september 16, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The manufacturer internal reference number is: (B)(4).